Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for trigl triglycerides (trig) on a cobas 6000 c (501) module - c501. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 0.28 mmol/l. The sample was repeated on (B)(6) 2017 with a dilution ratio of 1:3, resulting as 16.31 mmol/l accompanied by a data flag. The repeat result was also accompanied by a data flag indicating that the diluent was expired. No adverse events were alleged to have occurred with the patient. The trig reagent lot number was 15378401, with an expiration date of 05/31/2017. Controls were evaluated and were within range. Control outliers were observed in the month of (B)(6). The alarm trace indicates that there was an abnormal aspiration of the probe on the date of the event.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The issue may be related to a mis-sampling due to the customer not using a recommended rack adapter for tubes <= 13 mm in diameter. The customer used 13 mm diameter tubes. Tubes must be positioned vertically in racks for correct sampling. No adverse event has occurred. Medical risk is unlikely, as the patient´s condition is known and he is under treatment. No medical decision was made based on the erroneous result.